Event description:
It was reported that the patient received unexpected shocks. The lead had an apparent fracture. The lead was capped and replaced. Additional information received indicated that the lead showed oversensing. There were no further reported patient complications as a result of this event.

Manufacturer narrative:
It was reported that the patient received unexpected shocks. The lead had an apparent fracture. The lead was capped and replaced. Additional information received indicated that the lead showed oversensing. There were no further reported patient complications as a result of this event. No conclusion can be drawn lead(s), fracture of oversensing shock, inappropriate.

Event description:
It was reported that the patient received unexpected shocks. The lead had an apparent fracture. The lead was capped and replaced. Additional information received indicated that the lead showed oversensing. Additional information received indicated that a lawsuit alleged that the patient has received inappropriate shocks due to a "lead failure." The lawsuit further alleges that the patient had "lead failure" and has sustained "pain and suffering, severe emotional distress, mental anguish, economic losses and other damages." No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.